Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the pump fell while customer was getting out of the car and was slammed by the pump door causing the touch screen to become shattered. The touch screen would no longer "light up" and customer was unable to interact with the pump. There was no adverse impact to customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.